Event description:
Recalls have been made to consumers regarding philips medical, CPAP/ bipap machines. To this date I can not confirm if my bipap machine falls under this recall. My machine is: bipap pro, b-flex, system one, ref # 650p, s/n (B)(4), fe 9d, with humidifier, having over 29000 hours of use. I do not have cancer or other problems that are noted on recalls on the www. How long do you need to hold a gun at your head before it goes off? I don't want cancer. Please help me out. Thank you. (B)(6). FDA safety report ID# (B)(4).